Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during use of the angio-seal device, all steps worked well, until the push of the bypass tube, it became stuck during the push, and the collagen could not be properly pushed down. During the push, a strong bleeding occurred, and everything was removed and manual compression was applied for five minutes with success. There were no patient consequences, and the patient was reported to be stable. Bleeding occurred in the procedure room. It was a right femoral artery puncture. The patient was hospitalized due to the event; however, it was not extended.

Manufacturer narrative:
One 8fr angio-seal sts plus was returned for evaluation for evaluation, as well as the hemostasis sheath, carrier tube assembly and the plastic header bag. The carrier tube assembly was returned separate from the hemostasis sheath. The deployment sleeve was in forward position and the colored bands were not exposed. The hemostasis sheath still had the bypass tube mated with it proximal the valve. The monofold on the sheath appeared to be crimped and showed no signs of passage of anchor or collagen through it. Functional testing was performed, and the bypass tube was reinstalled over the collagen and anchor and reinserted into the hemostasis sheath. The carrier tube was able to travel completely through the sheath and the anchor exited the tip as intended. The device was then pulled to rear lock position and the anchor posted against the tip of the sheath. Then a pulling force was applied and the suture unwound as intended and the anchor, collagen and tamper tube were released. No anomalies were noted during functional testing. The device worked as intended during functional testing and no damage or obstruction was noted during the passage of carrier tube through the sheath. There is no evidence that this event was related to a device defect or malfunction. The returned sample was found to be the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.